Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was used. In (B)(6) 2011 the patient developed pain and a recurrent hernia. The patient underwent a reoperation on (B)(6) 2011. The mesh was explanted and the procedure was completed with a like device.

Manufacturer narrative:
(B)(4). Conclusion: the product was returned and in the histological examination, there was in parts, peritoneum on both sides of the mesh. The information received and the video were reviewed. In the initial procedure the mesh was cut to a size of 20x20 cm and fixed with 30 protacks. Thus the fixation points could not have been closer than 2 cm. In the video no protacks were observed in the abdominal wall around the defect. Reason for the recurrence most likely is insufficient fixation for this size of mesh. The information for use states "adequate mesh fixation is required to minimize post-operative complications and recurrence. Careful attention to fixation and spacing will help prevent excessive tension or disruption between the mesh material and connective tissue. It is suggested to fixate the mesh 6.5mm to 12.5mm (1/4" to ½") apart, at a distance approximately 6.5mm (1/4") from the edge of the mesh."

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.